Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 366 mg/dl at the time of hospitalization. The customer's mother reported that they had a bent cannula which they believe caused the hospitalization. The customer's mother reported that they were treated during the hospitalization. The customer's mother stated that they were wearing the insulin pump at the time of hospitalization. The customer's mother declined troubleshooting. The insulin pump will not be returned for analysis.